Event description:
It was reported that the patient heard an right ventricular (rv) lead alarm. The device was checked and the lead "measured high." The physician stated "it could be a fluke or a sign that the lead is starting to go bad." The lead remains in use and no patient complications have been reported as a result of this event. No further information was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).